Event description:
It was reported that the customer's insulin pump was dropped. The customer noticed a crack on the side of the insulin pump, by the reservoir. His/her blood glucose level was 63 mg/dl. The buttons were not responding. He/she was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received unit with broken off end cap and unlocked connect at lcd board. The insulin pump had an unresponsive buttons due to unlocked connect at lcd board. The insulin pump was unable to perform displacement test due to unresponsive buttons. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube.